Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater was alarming "over 42 degrees" and a red light was lit, while displaying a temperature in the mid 30's. This alarm was intermittent and persisted through the case. The device was not changed out, as the customer powered off the unit and powered back on. They were able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) had drained and cleaned the cooler heater unit. He filled and tested the unit, and flow was very slow. The biomed pulled out the strainer and removed a portion of calcium build-up. Flow was restored and the biomed completed a full inspection. The unit functioned properly and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.